Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided cds processes where the information provided, regarding the water quality utilized during reprocessing was incomplete. It was found that the pre-cleaning chemistry (sekusept aktiv) could contribute protein fixation and compatibility with the automated used chemistry has to be checked. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end. Cfu: >80. Bacterial identification: enterococcus faecium; dermacoccus sp; cellulosimicrobium funkei; cellulosimicrobium cellulans; bacillus species. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end. Cfu: >80. Bacterial identification: cellulosimicrobium cellulans; peribacillus sp. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025, sampling from: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end. Cfu: <1. Bacterial identification: lysinibacillus sp; priestia megaterium; bacillus species. The device was evaluated where foreign material was found in the air/water cylinder, the suction cylinder, the air/water tube, the channel tube, and the jet tube. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for >150 colony forming units (cfus) of pseudomonas aeruginosa, enterococcus faecium, and citrobacter koseri. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.